Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
28 pen needles from the same box

Event description:
Consumer reported places on pen to complete flow check with 1 unit. Found 30 pen needles approx that were clogged. Lot # 3045499 = 2 pen needles lot unknown =28 catalog# 320550 date of event unknown - about 1 month sample status awaiting sample (B)(6)